Event description:
Pt's caregiver was doing a monthly catheter change and when the equipment was connected the kink prevented appropriate to gravity flow of urine. The caregiver had 2 products in possession with the kink noted in the drainage tubing. Visiting nurse sees the pt weekly. The equipment is defective.